Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "can't walk and had the second stroke because of this pacemaker. I have uncontrollable pacemaker... My pulse is down to 40....after this implant was put in there were unexplainable side affects. Like the high blood pressure that caused my second stroke" . The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.